Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) and platelet (plt) results generated by the coulter ac t diff 2 instrument. A patient sample was tested for hgb and plt and results of 5.4g/dl and 108 x 10 to the power of 3 cells/ul were obtained respectively. Both results were printed with an "l" flag. ("L" - "for patient samples, result is lower than the low patient sample limit. Follow your laboratory's protocol".) The results were reported out of the lab and the patient was sent to a hospital. The patient sample was tested at the hospital's lab for hgb and plt and higher results were obtained for both analytes: hgb result was 13.4g/dl. Plt result was 315 x 10 to the power of 3 cells/ul. There was no affect to patient as a result of this event.

Manufacturer narrative:
Qc is run once a day and it was run before the event. Per customer, qc was within specifications at the time of this event. During the event, the instrument was operating in an open vial, whole blood mode. The specimen was collected via a finger stick into a 250ul container. The erroneous result occurred on a specific sample. A field service engineer (fse) was dispatched to the customer's lab: a) the fse reviewed patient database and qc files. B) the fse performed reproducibility with venous and finger stick samples. C) the fse replaced vacuum isolation chamber. D) the fse ran startup and qc with acceptable results. E) the fse verified repair per established procedures and all results meet published performance specifications. As of 06/09/07, there have been no reports of results not matching reference instrument from this account. 7. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.